Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on the same aviva meter, with two different test strip lots, within 10 minutes: 2.6 mmol/l (lot # 496418) and 23.5 mmol/l (lot # 497094). No adverse event reported. Return of the suspect device was requested for evaluation.